Manufacturer narrative:
Accu tni specimens are collected in sodium heparin plasma tubes. A review of the archive data file showed that there were no results flags generated in association with this event. Per customer, qc is run daily and was recovering in range. No other assays or patient results were in question. There were no event log messages generated with this event. Service was declined by customer. The root cause of this event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
A serial drawing was performed on a patient admitted for chest pain. Three samples collected gave results of: 0.01, 0.02, and 0.01ng/ml, respectively. Ck-mb results on all three samples were elevated (33.3- 36.3ng/ml). Customer had samples from this patient run on an alternate troponin t testing methodology, and the results were positive and discordant to the access accu tni method. Customer sent samples to cpls for testing and they confirmed the low accu tni results obtained by the customer. Since this event, patient had a cardiac catheterization performed and significant blockage was found.